Event description:
Account claimed that plasma samples run for sodium and cholesterol gave were giving erroneous high results. The incorrect results were not used to guide theraphy. The field service representative found air in the cleaner line caused by a loose connection. He repaired the instrument by tightening the connection.